Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlets, tandem charging cable and wall adapter, and trials with different adapters and cables, and issue did not cause pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.